Manufacturer narrative:
Reported event: an event regarding disassociation, corrosion and fretting/wear was reported. The event of disassociation and corrosion were not confirmed. Wear/fretting was confirmed through visual analysis of the provided photograph. Method & results: product evaluation and results: no product was returned for analysis however a photograph was provided. The photograph shows a recently explanted stem and head. A dark/black biological matter is visible inside the explanted head. Black foreign matter/biological material is visible on the body of stem. Wear/fretting is visible on the trunnion of the stem. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, corrosion at the head-trunnion interface and severe trunnion wear were noted. Rep confirmed he can provide some event-related pictures, and that no further information will be released by the hospital or surgeon.